Event description:
The user facility reported a water leak from their sterilizer. No injuries, or procedure delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and determined water was leaking from the s9 valve. The technician replaced the leaking valve. The technician confirmed the unit was operating to specification, and returned it to service. No additional issues have been reported by the facility pertaining to this unit. The unit was remanufactured in february 1994. The unit is currently under a steris service agreement; the last preventive maintenance was performed on (B)(6) 2014, at which time the unit was confirmed to be operating to specification.